Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title "the impact of preprocedural blood pressure on outcome after teer: the paradox or something else" summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including obesity, heart failure, previous cardiac intervention, coronary artery disease, hypertension, dyslipidemia, diabetes, smoking, atrial fibrillation, peripheral artery disease, chronic obstructive pulmonary disease, peptic ulcer disease, renal failure, acute renal failure, hepatic cirrhosis, previous cancer, pacemaker, cardiac resynchronization therapy, intra cardiac device, heart failure medication, functional mitral regurgitation, degenerative mitral regurgitation. Complications reported included death, heart failure hospitalization, major adverse cardiovascular events (myocardial infarction, stroke), mitral stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "the impact of preprocedural blood pressure on outcome after teer: the paradox or something else" was reviewed. The article presented a prospective single center study, to evaluate the effect of systolic blood pressure (sbp) and arterial hypertension on 1-year outcomes in patients with functional and structural mitral regurgitation who underwent mitral transcatheter edge-to-edge repair (m-teer). Devices mentioned include mitraclip and pascal. The article concluded that higher sbp on admission and preprocedural lvef were predictors of better 1-year survival, but did not impact 1-year hospitalization rate or major adverse cardiovascular events (mace) composite outcome in all patients who underwent m-teer. [The primary author and corresponding author was marijana tadic at universitätsklinikum ulm, ulm, germany, with corresponding email cmarijana_tadic@hotmail.com.] The time frame of the study was january 2010 to october 2020. A total of 858 patients were included in this study, of which an unknown amount received an abbott device. Comorbidities included: obesity, heart failure, previous cardiac intervention, coronary artery disease, hypertension, dyslipidemia, diabetes, smoking, atrial fibrillation, peripheral artery disease, chronic obstructive pulmonary disease, peptic ulcer disease, renal failure, acute renal failure, hepatic cirrhosis, previous cancer, pacemaker, cardiac resynchronization therapy, intra cardiac device, heart failure medication, functional mitral regurgitation, degenerative mitral regurgitation. Peri and post-procedural complications included death, heart failure hospitalization, major adverse cardiovascular events (myocardial infarction, stroke), mitral stenosis.